Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 2 months after dental implant was installed in intraoral region 4# its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).